Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and user manual (um). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the hydros robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) was conducted for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. B, was reviewed. 4.2.3 warnings: procedure avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. An overly full bladder can interact with the rectal anatomy to create more resistance to advancing the trus stepper after mid-prostate angle planning. If the trus probe is advanced through tissue resistance, it could potentially contribute to serious patient injury, such as rectal perforation. If the bladder is overly full, aspirate to reduce the fluid level in the bladder prior to continuing with the procedure. Do not move the handpiece or trus after completing the registration step. Moving the devices could lead to patient injury due to unanticipated resection of tissue. Repeat the applicable planning steps in the handpiece or trus probe is inadvertently moved. Monitor the patient for unanticipated movement throughout the procedure. Immediately release the foot pedal to stop the treatment if patient movement occurs during treatment, and repeat planning steps before continuing. Patient movement during the procedure can cause the anatomy to shift relative to the plan, potentially resulting in serious injury due to unintentional resection of tissue. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that there was abdominal distention due to a bladder perforation. It was noted the treating surgeon believes that the introduction of the resectoscope could have potentially caused the perforation. The perforation was surgically repaired. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, post-aquablation therapy, as the patient was being undraped, an abdominal distention was noted. The patient was repositioned to the supine position and prepared for exploratory open surgery due to a suspected bladder injury. During exploratory open surgery, a bladder perforation was identified at the right side of the bladder dome. The injury was surgically repaired, and the patient was closed without complication. The patient remained stable throughout the procedure and during the post-operative period. It was noted the treating surgeon believes that the introduction of the resectoscope could have potentially caused the perforation. No malfunction of the hydros robotic system was reported.